Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address femoral and tibial loosening. Loosening occurred at the bone/cement and cement/implant interface. Cement manufacturer is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08/23/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had osteolysis on the femoral condyles and synovitis consistent with wear-type debris. At this time the tibial insert and patella are being added to the complaint and reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 6/24/2016- clinical der received. Patient is experiencing radiograph lucency/possible loosening. Update rec'd 6/28/2016- clinical correspondence was received. There are no new additional updates that would affect the existing MDR decision. Update rec'd 7/26/2016- clinical der received. Patient is experiencing loosening. There are no new additional updates that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.